Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a monopolar curved scissors instrument to perform failure analysis. The instrument exhibits scratch marks/abrasions on the brown section of the tube extension. Tube extension scratches marks measured roughly 0.3160¿ x 0.0335¿. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior starting a da vinci-assisted surgical procedure, the insulation of the monopolar curved scissors instrument was compromised and had a gouge in it. The procedure was completed with no reported injury.